Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was no vessel tortuousity or calcification and the arotic neck was angled approximately 35 degrees. It was reported that an angiographic catheter was not used to show the location of the renal arteries. The stent graft was partially deployed to the level of the contralateral gate and was noted to have moved superiorly covering the renal arteries. An angiographic catheter was then inserted confirming the renal arteries were covered; therefore, the physician decided to convert the patient to open surgical repair. The patient tolerated the procedure well and no additional clinical sequelae were reported, and the patient is reported to be fine.